Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low and high blood glucose level. Customer's blood glucose value was 28 and 30 mg/dl at the time of the incident. Another blood glucose level was 90 and 300 mg/dl. The customer was assisted with troubleshooting for high and low blood glucose. The customer was treated low blood glucose with glucagon, glucose tablets and food. The customer was treated high blood glucose with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that insulin pump was auto mode still bolusing insulin when they were low blood glucose. The insulin pump reservoir had leak at reservoir barrel. The insulin pump will not be returned for analysis. The reservoir will be returned for analysis.